Event description:
It was reported that the patient presented for a scheduled procedure. A fluoroscopy was performed, and it was discovered that the right atrial lead dislodged. The helix had difficulty retracting and was unable to extend. The lead was explanted and replaced. The patient was discharged.